Event description:
It was reported that the customer experienced a low blood glucose (bg) level (50 mg/dl). Reportedly, the cause was due to the pump time being set incorrectly. The customer consumed carbohydrates to treat the bg. Tandem technical support guided the customer through correcting the pump time.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.